Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it's likely that the buckling of the sheath may be due to the load when the stack is released. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the aspiration needle did not come out of the guide sheath when attempted to use the combination with the guide sheath. The issue was found during an endobronchial ultrasound with a guide sheath diagnostic procedure. The intended procedure was completed with a similar device. There were no reports of patient injury or harm.